Event description:
The affiliate stated the customer reported the latron primer was too elevated and the latron control was out of range involving the coulter hmx hematology analyzer with autoloader. The customer indicated no erroneous patient results were generated. There was no patient impact associated with this event. The customer noted 5c controls were within range at the time of the event. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) renewed the latron pathway and mixing chamber. The fse then replaced the rf preamp detector and made necessary adjustments but noted the retic results were out of range but the differentials were acceptable. The fse ordered and replaced the rf preamp detector. The fse noted latron controls for the differentials and retic recovered within specification. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the rf preamp detector. A definitive root cause is unknown. (B)(4).